Event description:
It was reported that this brady lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d4. Serial number.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d4. Serial number.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was explanted due to an unknown reason.

Manufacturer narrative:
This second supplemental report is being filed to correct the b5. Describe event or problem. Correction to field d4. Serial number.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was explanted due to an unknown reason. Additional information was obtained from the field indicating that this lead was explanted due to dislodgement.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was explanted due to an unknown reason.

Manufacturer narrative:
Correction to field d4. Serial number.